Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) escalated issue to tier 2 specialist and customer confirmed that three missing sites were now visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower after removing a user security role and assigning a new one, the medbank went missing from the myqlink database list; it was not visible on the home screen or under manager access to multiple databases. The issue was confirmed for other users as well, although the databases remained visible in logmein and continued reporting to the multi-site databases. However, there were no delays or adverse events or injuries reported based on this event.